Manufacturer narrative:
The received device had the cannula assembly deployed; it was confirmed that the pink slide moved forward and the formed needle was fully retracted. The downloaded data showed that the device ran 45 first prime pulses and was deactivated at 929 pulses. No evidence was found that would result in a failure of the device to deploy as intended. The distal tip of the soft cannula was torn off, shortening the overall length of the soft cannula and preventing fluid from exiting the fluid path as intended, however, it cannot be determined when or how this damage occurred. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle mechanism did not deploy as intended during activation.